Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injuried as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the error code in memory, but could not reproduce the reported malfunction. The cse inspected the device and the unit passed extended self testing. No parts were replaced.